Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device passed all testing completed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned pacemaker was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting a prematurely depleting battery. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting a prematurely depleting battery. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.